Event description:
It was reported that during equipment testing conducted by a field service technician at the user facility the device was running without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.